Event description:
It was reported that during an implant attempt, the right ventricular lead had fixation difficulties and the fixation helix would not extend despite more than 20 turns. The lead was attempted and not implanted. A different lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: (patient date of death), (operator code) and (date device manufactured). Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the helix was disengaged from the helical channel. Blood was present in/on the helix mechanism.